Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 200mcg/ml fentanyl at 80.06mcg/day via an implantable infusion pump for non-malignant pain. The hcp reported that the reports did not show the changes made in the session with the patient. The hcp reported that on (B)(6) 2020 and (B)(6) 2020 they changed the infusion and the dose and didn't see the changes in the logs. The hcp ended the session but this did not correct the issue. The hcp reported that this is the only patient they had seen this with. The logs reported that a motor stall occurred on (B)(6) 2019 at 4:49pm and recovered the same day at 5:22pm. No symptoms were reported. No further complications were reported.